Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a bent sensor cannula. Customer also reported a low blood glucose of 39 mg/dl. Customer had treated their blood glucose with glucose tablets and food. The customer also reported their serter does not release their sensor after the second button press. Customer's sensor will be replaced. No additional information provided.